Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow-up, upon interrogation the real time egm was showing noise. It was noticed that random markers did not correlate with actual events. Patient had an lvad implanted. It was believed that the lvad was most likely interfering with the telemetry and marker transmissions. The device remained implanted.